Manufacturer narrative:
Field service engineer (fse) turned on the system and found it was working correctly, could not reproduce the 'no fluoro' problem. Fse found that when a tube warm up was done, the generator does the shot and then gives the message 'tube calibration required', however, the customer does not want to put anymore time into this unit at this time and does not want to incur the cost to have the tube calibrated. Fse verified operation using the hut IV info in the legends training manual and returned the unit to customer for use.

Event description:
On (B)(6) 2011: customer reports via phone that during a cystoscopy procedure, the fluoro failed. Procedure was completed by using a portable fluoro c-arm. No pt injury to report.